Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited bluetooth telemetry loss. It was noted that bluetooth telemetry was successfully restored. There were no patient consequences.